Event description:
Complainant alleged that during functional testing, the device intermittently discharged with paddles. Complainant did not indicate that there was any pt involvement in the reported malfunction.